Event description:
It was reported to philips that the device would not acquire leads ECG and was showing a "device error. Service required" message with a red x and chip. There was no negative pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.